Event description:
It was reported to philips that the device's etco2 function does not get past warming up and therefore cannot acquire etco2. There was no patient involvement or negative patient impact reported.

Manufacturer narrative:
(B)(4).